Manufacturer narrative:
The actual liberty cycler and the cassette were returned. The liberty cycler passed all testing including drain complication alarm. The cassette had a pin prick in the cassette membrane. Pt continues with continous cycling peritoneal dialysis without problem.

Event description:
Home peritoneal dialysis pt called tech support due to a drain alarm encountered during treatment. Stated her boyfriend was setting up the cycler when they encountered an drain alarm again. At that time they noticed fluid leaking under the door. Pt did manual treatments until replacement cycler arrived.